Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue in the error logs. The fiber-optic connector was damaged. The fse replaced the fiber-optic connector and fiber-optic module assembly. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber-optic module sensor had a failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber-optic module sensor had a failure. There was no patient involvement, and no adverse event reported.